Event description:
The customer reported that the 9900 system's uninterrupted power supply had a connection failure. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The intelligent shut down board, the printed circuit board and the uninterrupted power supply were replaced. The system was tested and operates as intended.